Event description:
The procedure was visi-pro stent implantation in the super mesenteric artery, with groin puncture access. The physician successfully deployed a balloon expandable 5x17x80 in the patient's super mesenteric artery (sma). There was a short, additional area next to the stent that he wished to cover with a second stent. The doctor chose a visi-pro 6x17x80. Both stents that were used were prepped properly. The 6 fr sheath that was used was parked at the origin of the sma. When the physician went to inflate the balloon of the second stent, once the visi-pro was in place, it was observed that the stent was no longer on the balloon. That was when he discovered the stent had come off upon advancement of the balloon catheter and was found in the patient's aorta. The balloon catheter was then removed from the patient and the physician decided not to further stent this patient. A snare was used to move the visi-pro stent, but it could not be removed from the patient. It was moved proximally to an aneurysmal area in the abdominal aorta in a place that the physician believed to be safe. The stent remains in the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.